Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.

Event description:
The user reported a false positive result with the binaxnow covid-19 antigen self test. The user states that confirmation testing was performed with negative results, however the confirmation testing type was not disclosed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 148368b with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/195-263 / lot 148368b and test base part number 195-430h / lot 140518a/140518r.. The lot met the required release specifications. (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.